Manufacturer narrative:
Deroyal requested additional information regarding the patient and healthcare worker's interaction with the device and have not received and acknowledgement of our request from the facility reporting the device malfunction. Deroyal initially advised the vendor of the circumcision clamp of the reported complaints and asked for an investigation and written conclusive evaluation. The request included documented and validated corrective and preventative actions to be taken by the vendor to preclude further clamp problems. The vendor's investigation, once received, advised that the wrong materials, (B)(4), had been used in the manufacture of certain lots of circumcision clamps shipped to deroyal. (B)(4); however, in an effort to help assure quality of our device offerings, deroyal industries, inc., has chosen to select a different vendor.

Event description:
The product fell apart during the procedure and resulted in unnecessary bleeding due to faulty equipment.